Manufacturer narrative:
Date sent: 06/25/2009. Eval summary: based on analysis results, the complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational and translational cables. After servicing, the unit passed all qa testing procedures. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the blue and green cables are frayed at the connectors on the holster. No pt involvement was reported.